Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections d4, g6, h2, h6: type of investigation, investigation conclusions and h10 has been updated. The device was not returned for evaluation and no image was provided to perform an image review. As the device was not returned, engineering was unable to perform any visual inspection, functional testing, or dimensional testing. During manufacturing all inspections are conducted on 100% of the units. The entire device is visually inspected and dimensionally testing during the manufacturing process. A device history record (DHR) is not required as the reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A lot history review is not required as the reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A manufacturing mitigation review is not required as no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint. The IFU and procedural training manual provides guidance for potential adverse events: additional potential risks associated with the use of the valve, delivery system, and/or accessories include: structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of component of a prosthetic valve, thickening, stenosis), paravalvular or transvalvular leak and valve regurgitation. No IFU/training deficiencies were identified. A complaint history review is not required as the complaint for, "stenosis" and "central regurgitation" were unable to be confirmed. A risk management documentation review was performed and while edwards's durability testing of sapien 3 meets and exceeds current iso standard and FDA guidance for bioprothesis valve durability requirement (200 million cycles of accelerated wear testing (awt), which is equivalent to 5 years of durability), bioprosthetic valves are known to have a limited life span due to valve degeneration/deterioration or stenosis over time, and it can lead to aortic insufficiency. Valve degeneration/deterioration or stenosis is generally due to a gradual, multi-year, and patient-specific process of calcification of the leaflets, and it is the potential adverse events associated with bioprothesis heart valves per IFU). With the known inherent risk of device, valves that are reported for degeneration (stenosis, central regurgitation) post implantation over 5 years are considered natural deterioration of the valve, and are not considered a device malfunction; therefore, it is not included in the risk management file. In this case, the device under investigation had been implanted for more than 5 years. There is no evidence of device malfunction contributed to the reported event. Therefore, risk management file review is completed, no further action is needed. The complaint for "stenosis" and "central regurgitation" were unable to be confirmed. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of IFU/training materials revealed no deficiencies. Stenosis: per the instructions for use (IFU), stenosis and device degeneration are listed in the instructions for use for the thv procedure and are known potential risks associated with the device. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. As reported, "approximately 5 years post implantation of a 23mm sapien 3 valve in the aortic position the patient was presented with severe aortic stenosis and moderate aortic insufficiency". Due to limited information a definitive root cause cannot be determined at this time. Central regurgitation: during the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Due to the stenosis, the leaflets become too thick and stiff, so the leaflets cannot be fully closed during coaptation, which can cause the central regurgitation. As such, available information suggests that patient factors (stenosis) may have contributed to the complaint event.

Manufacturer narrative:
Valve stenosis is listed in the instruction for use (IFU) as a potential risk associated with the use of the thv. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma, endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. There are cases of svd that result in a combination of regurgitation and stenosis. It may be mild and not require any intervention or it may be moderate to severe. In these cases, it causes the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. However, it is possible patient factors such as metabolic issues contributed to the valve stenosis. A very common failure mode is tissue calcification. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, approximately 5 years post implantation of a 23mm sapien 3 valve in the aortic position the patient was presented with severe aortic stenosis and moderate aortic insufficiency. The patient underwent a valve-in-valve with a 23mm sapien 3 ultra valve with stents protecting both right and left coronaries. The cause of the stenosis is unknown. In addition, to the mechanisms described above, patient factors, (progression of a pre-existing disease processes) may have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by the fcs, approximately 5 years post implantation of a 23mm sapien 3 valve in the aortic position the patient was presented with severe aortic stenosis and moderate aortic insufficiency. The patient underwent a valve-in-valve with a 23mm sapien 3 ultra valve with stents protecting both right and left coronaries.